Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the rays cannot be delivered due to image disk problem. Review of system log file shows malfunctioning frontal ip-pc. Upon troubleshooting, the philips engineer recreated image storage and fse replaced hard disk pc image storage ¿ ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not deliver x-rays due to an "image disk problem" error message . No harm has been reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.